Event description:
Registered nurse was obtaining blood from the engage introducer (6f-act 12 cm) when the side port tubing broke off at the hub and the patient began to bleed from the broken port. The area where the side tubing broke off is a fixed connection site and should never come apart. Pressure was immediately applied to the site and the introducer discontinued. There are three potential lot numbers this catheter was associated to lot# 5386666, lot# 5326926 and lot# 5266689. Transducer was inserted on (B)(6) 2016 in the cath lab and date of incident was on (B)(6) 2016. In cath lab room 4 which is where the patient's procedure occurred there were 3 different lot numbers of transducers in the bin. All remaining product with the lot numbers listed above were immediately removed from stock.